Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal unknown medication (concentration and dose unknown) for non-malignant pain via an implantable pump. It was reported the patients pump had not been working since (B)(6) 2022 and the patient had been in misery and pain, and their blood pressure had been very high since. The patient reported he had a fall because his right leg became numb, and stated their quality of life had become nothing now. Patient stated they could hardly walk or anything and wanted to know if their pump was part of a recall. Patient services reviewed the pump serial number is not part of any recalls. It was reported the managing physician had told the patient the pump is not functioning/ had malfunctioned but they will not tell him why or what was wrong with it. The patient requested the physician fill the pump and physician told the patient that filling the pump would not help because the pump is malfunctioning. Patient stated they have not heard any pump alarms but that their hearing is not very good. Patient reported workman's comp would not replace the pump, and the patient was redirected the physician for billing and insurance. It was reported the patient had no falls or trauma prior to the pump not working. When asked what medications were in the pump the patient reported it was a cocktail. At the time of this report the issue had not been resolved.